Event description:
It was reported that the customer received a constant glucose monitor to signal low blood glucose. Customer's blood glucose reading was 99 mg/dl. Customer stated that he looked through his calibration history and did not see recent calibration. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.